Event description:
It was reported that the pt experienced hypoglycemia and seizure, requiring the administration of glucagon.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and confirmed that it was operating within specifications at the time of release. The pt's mother reported that the pt initiated insulin pump therapy without first receiving training from an authorized animas pump trainer. The pt has continued to use the pump with no reported subsequent events.